Event description:
Medtronic received information that battery cap cracked/damaged, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 4.11c. P-cap locked in place properly during testing. Unit passed displacement test properly. Unit received with missing battery cap metal contact, cracked case(battery tube) and cracked battery tube threads.